Event description:
Rptr is a physician who has developed anaphylactic response. Over the past 12 years to include: rash; wheezing; sob; red, itchy eyes; facial swelling; runny nose; and hives, has given up ob & surgery practice and now just maintains an office practice. Takes antihistamine qd; has needed epinephrine on many occasions.